Manufacturer narrative:
Analysis found a partial lead returned measuring 34.0cm from the connector pin. Visual inspection found an outer insulation abrasion at 24.1cm from the connector pin. The proximal ring electrode cables were exposed and one etfe cable was abraded through. The damage found is consistent friction to the ICD can and could have caused the reported noise.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that multiple vf episodes due to noise were noted on the stored electrograms. The lead was explanted when repositioning was unsuccessful.